Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in puerto rico. On (B)(6) 2024, it was reported by the patient that infusions set detached from his body and fell off. No further information was available.